Event description:
The reporter stated that a clinician reported the dynagraft turned black and crumbly and bone / tissue regression was evident in most cases. The same 5cc. Was used on at least 15 pts; the clinician expels the amount required for each case, caps the syringe tip, and stores it for future use. Integra has requested clinical details for all pts who had bone / tissue regression.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info. The device directions for use indicate that the product is for single pt use on a single occasion only.